Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; other pain: fibromyalgia; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; psychiatric injury. Surgical interventions: on (B)(6) 2013 the patient underwent further surgery regarding the obtryx implant under general anesthesia for removal of right arm of sling due to urinary problems which left patient unable to empty bladder fully and pain on sitting down. On (B)(6) 2017 the patient underwent further surgery regarding the obtryx implant under general anesthesia to remove the sling which had eroded through vaginal wall. Pain. On (B)(6) 2018 the patient underwent further surgery regarding the obtryx implant under local anesthesia to remove scar tissue/ macroscopic anomalies/ remnant of mesh still embedded in vaginal wall. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx implant under local anesthesia to investigate if remnant of sling is totally removed and still unable to have intercourse. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx implant under local anesthesia for revision of previous surgery to try to remove foreign body from vaginal wall/ unable to have intercourse. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx implant under local anesthesia for revision of previous surgery/ unable to have intercourse. Nonsurgical treatments: on (B)(6) 2013 the patient commenced pain medication/pain killers to help patient's bladder with urinary problems / vaginal pain. Treatment duration: 4 years. On (B)(6) 2012 the patient commenced pain medication: hormone gel for the treatment of: unable to have intercourse / vaginal pain. Treatment duration: current. On (B)(6) 2014 the patient commenced pain medication: levofloxacina farmoz 250mg, levofloxacina loxadin 250mg, zoref cefuroxima 500 mg, cotrimoxazol ratiopharm 800+160mg x2, fosfomicina monuril 3g, urispa's200mg. Meds since 2018. Now alternative treatment with cranberry 1000 for the treatment of: chronic cystitis /vaginal pain and unable to have intercourse. Treatment duration: current but only occasionally at present.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06743.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; other pain: fibromyalgia; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; psychiatric injury surgical interventions: on (B)(6) 2013 the patient underwent further surgery regarding the obtryx implant under general anesthesia for removal of right arm of sling due to urinary problems which left patient unable to empty bladder fully and pain on sitting down. On (B)(6) 2017 the patient underwent further surgery regarding the obtryx implant under general anesthesia to remove the sling which had eroded through vaginal wall. Pain. On (B)(6) 2018 the patient underwent further surgery regarding the obtryx implant under local anesthesia to remove scar tissue/ macroscopic anomalies/ remnant of mesh still embedded in vaginal wall. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx implant under local anesthesia to investigate if remnant of sling is totally removed and still unable to have intercourse. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx implant under local anesthesia for revision of previous surgery to try to remove foreign body from vaginal wall/ unable to have intercourse. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx implant under local anesthesia for revision of previous surgery/ unable to have intercourse. Nonsurgical treatments: on (B)(6) 2013 the patient commenced pain medication/pain killers to help patient's bladder with urinary problems / vaginal pain. Treatment duration: 4 years. On (B)(6) 2012 the patient commenced pain medication: hormone gel for the treatment of: unable to have intercourse / vaginal pain. Treatment duration: current. On (B)(6) 2014 the patient commenced pain medication: levofloxacina farmoz 250mg, levofloxacina loxadin 250mg, zoref cefuroxima 500 mg, cotrimoxazol ratiopharm 800+160mg x2, fosfomicina monuril 3g, urispa's200mg. Meds since 2018 ...now alternative treatment with cranberry 1000 for the treatment of: chronic cystitis /vaginal pain and unable to have intercourse. Treatment duration: current but only occasionally at present.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.